Event description:
It was reported that at a follow-up appointment there was an observation of "wireless telemetry no longer available." The device also exhibited a long charge time, and early elective replacement indicators (eri). The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that at a follow-up appointment there was an observation of "wireless telemetry no longer available." The device also exhibited a long charge time, and early elective replacement indicators (eri). The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and indicated that the device reached elective replacement indicator (eri) on (B)(6) 2010. One patient alert for failed alert transmission occurred on (B)(6) 2010. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010. Upon preliminary analysis, the battery was at rrt with a telemetered value of 2.62 volts. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 31 months before the battery reached rrt level. The device lasted 28% of its projected longevity. The current drain level was higher than normal for this device and the cause of the early battery depletion. Further analysis confirmed a high current drain condition along with low pacing amplitudes and low negative supply voltages. The failure symptoms cleared after removing the hybrid from the shield. The failure condition could not be re-established. Therefore, the cause of the failure was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device is in process; the results will be forwarded when available. Performance data collected from the device was analyzed and indicated that the device reached elective replacement indicator (eri) on (B)(6) 2010. One patient alert for failed alert transmission occurred on (B)(6) 2010. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2010.